Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery (lad). The lesion was predilated using a 2.25 x 12 mm semi-compliant balloon. A 2.50 x 38 mm promus elite was first deployed in the left circumflex with no issues followed by deployment of a 2.50 x 38 mm promus elite at 11 atm in the lad. The lad stent was post-dilated with a 2.50 x 12 mm non-compliant balloon at 15 atm. A flow-limiting distal edge dissection was then noted in the distal part of the lad stent. A 2.25 x 32 mm promus elite was deployed distally, overlapping and covering the dissection. The procedure was completed successfully and the patient fully recovered and was stable.